Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the patient died due to heart failure. No further information is available at this time.

Manufacturer narrative:
.